Event description:
Pt cut off tip of left finger (ring) with sewing scissors. Came to ed. Surgicel and dressing applied. Returned to ER seven days later with necrotic finger. To or, three days later, where left ring finger amputated through middle phalanx with digital neurectomies due to necrosis.